Manufacturer narrative:
Section d9 was updated. Section h4 was corrected. The returned autopulse nxt battery (sn (B)(6)) could not be tested for the reported complaint because functional testing was not possible due to the battery being received with a broken finger ring.

Manufacturer narrative:
For g4: PMA/510(k): premarket submission number not available/not released. Zoll has not received the autopulse nxt lithium-ion battery in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a patient call, the fully charged autopulse nxt battery (B)(6) with 4 solid green leds was used in the autopulse nxt platform (B)(6). The customer reported that after intubating the patient, they observed an end-tidal co2 level of 5 mmhg. The autopulse nxt platform unexpectedly stopped after delivering approximately 15 minutes of compressions at maximum capacity. The crew then initiated manual CPR, which resulted in end-tidal co2 levels rising to between 25 and 50 mmhg. According to the customer, the nxt platform did not display any symbols or leds when the issue occurred, but the nxt battery was blinking on its last bar. The customer mentioned that the compressions might not have been deep enough. Despite the patient weighing around 250 lbs. And the band being adequately sized with no fitting issues, the band seemed to lack the necessary depth for effective compressions. The sequence of events included transferring the patient from their residence to the ems vehicle, during which the battery ceased functioning before transportation. Manual CPR was performed for the rest of the call. No consequences or impacts on the patient.